Manufacturer narrative:
Device has not returned for investigation. If the device is returned, we will conduct an investigation.

Event description:
Patient called and reported she treats for 4-hours per day and 10 minutes into treating she feels a burning sensation on the back of her neck. Patient also reported red marks on the back of her neck starting (B)(6) 2025. Patient's surgeon requested that she stop use of the device for two weeks. When patient tried to continue use after two weeks, she stated she still feels a burning sensation. Surgeon requested the patient discontinue use of the device.